Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient contacted animas to report that his pump was alarming. The patient noticed that the screen was blank, the pump would not turn on, and the pump was hot. The reported issues were not resolved with troubleshooting. There was no adverse event associated with this complaint.